Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's legal guardian (lg) that the patient experienced an episode of hyperglycemia, with a recorded blood glucose (bg) level of 526 mg/dl. The pod was worn on the arm for 5 to 24 hours, a new pod was applied but did not decrease the bg levels and 1 hour later, the lg called emergency services. The patient exhibited symptoms such as dizziness and vomiting. The patient was transported to hochtaunus-kliniken ggmbh by ambulance and treated with insulin and a glucose drip. The patient was discharged after 3 days.